Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer's blood glucose reading was 334 mg/dl at the time of the event. The customer stopped using the insulin pump for over a year, and then she reconnected to it without consulting her doctor. The customer still had long acting insulin present in her body when she reconnected to the insulin pump and began to receive the basal rates. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.